Event description:
A customer reported that on (B)(6), 2012 she received a reading of 225 mg/dl on her adc meter that was higher in comparison to an hcp meter reading of 18 mg/dl. The customer reported she obtained the reading of 225 mg/dl on her adc meter, and experienced symptoms of "sweating and dizziness, and injured her left knee when she fell after she got up to use the bathroom." The customer also reported experiencing a loss of consciousness. The customer self-presented to an emergency room where the reading of 18 mg/dl was obtained at 9:30am on an hcp meter, and she was diagnosed with hypoglycemia. The customer reported treatment with "several tubes of the sugary stuff for a couple days and also IV with sugar in it." She also stated "the doctor looked at her knee that was injured in the fall." The customer self-treated with "cake". There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.